Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer did not wake up and the paramedics were called. The customer went into cardiac arrest, and he was revived for a few minutes, then she went into respiratory arrest. It was stated that the cause of death was hypoglycemia, cardiac arrest, and respiratory arrest. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.